Manufacturer narrative:
After product evaluation, it was determined that the fiber returned was not the fiber the customer claimed to have an issue with as the part number and fiber size differed. The charring that was observed on the proximal end of the fiber that was returned was likely the result of either a misaligned laser or user mishandling during reprocessing. The charring of the heat shrink indicates laser energy was not being focused down the core of the fiber likely attributing to the fiber connector failure. This errant laser energy could result in the rapid heating of the metal connector likely attributing to the reported user burn. No fault with the fiber as manufactured. The fiber likely failed due to a misaligned laser or user mishandling during reprocessing.

Event description:
Email from distributor for part number hlfdbx0270c, unknown lot number. "Effect was not enough and the nurse turn the effect up. Nothing happened and they decided to change probe. When she unscrewed the probe, she got burned in her hand and got stucked. The new changed probe worked without problem."